Event description:
During a procedure, it was reported that the second implant would not deploy. Additional ultra fast fix ab curved was used to complete the repair. Additional information was received on 05/22/2013 confirming that t1 was removed from the patient.

Manufacturer narrative:
Evaluation, result: product returned in the same condition as reported. Product evaluation: one device was returned for evaluation. T1is free from the needle but remains attached to the suture. T2 has been advanced partially over the dimple. The trigger was advanced fully and t2 was able to completely clear the dimple. T2 was then tested in a rubber meniscus model for deployment, which deployed as intended. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed and no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).